Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes.

Event description:
It was reported that the patient with this artificial urinary sphincter has been experiencing recurring incontinence for the past two months. An ultrasound and a computed tomography scan were performed and a total loss of fluid from the balloon was noted; therefore, a revision surgery was suggested. No further patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter has been experiencing recurring incontinence for the past two months. An ultrasound and a computed tomography scan were performed and a total loss of fluid from the balloon was noted; therefore, a revision surgery was suggested. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.